Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic radical prostatectomy procedure there was a safety lock failure. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r94n8k. Investigation summary: the analysis results found that the d12lt device was returned with no damage in the external components. During functional testing, the bullet retracted, permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration. The bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.